Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.